Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash where the garment touches the body. The patient also reported a potential allergy to lycra. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed cortisone cream and benadryl for the rash. Follow up indicated that the rash improved.

Manufacturer narrative:
Na.